Event description:
The physician was attempting to use the foot pedal for the microscope and it would not operate. A back up microscope was used. Biomed assessment: repaired broken wire in cable and returned unit to service.